Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the customer discarded the device. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the device manufacturer representative indicated that the pump was explanted. The caller required assistance with decoupling the patient programmer. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknow drug via an implantable infusion pump. It was reported that the patient experienced nausea and thought that they may be in withdrawal. The pump logs were checked and no abnormalities were noted. There were no known environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention was planned for (B)(6) 2019. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.